Manufacturer narrative:
On (B)(6) 2016, at the customer site, a field service engineer (fse) performed various sorter alignments to correct problem with error 4055 (sorter z-axis motor slippage detected). The fse then verified the instrument with a macro cup transfer procedure and tip transfer movement exercise.the instrument was performing as intended. No further actions were required by field service. The probable cause of the event was improper alignment of the sorter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported cups getting jammed in the sorter of their aia-2000 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.